Manufacturer narrative:
The product analysis indicates the foot control cable was cut. The cable/motor connector assembly was replaced. The foot control was repaired, cleaned, and passed to manufacturing specifications.

Event description:
It was reported that intraoperative, the foot control was at rest/inactive and activated the handpiece on its own. There was no patient injury.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.